Event description:
On june 29, 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged power issue began on the evening of the event day; however, the issue was intermittent. The patient claimed the subject meter would not power on "90% of the time." As a result of the issue, the patient stated he took lower dosages of insulin because it was "difficult to figure out" how much to take. On an unspecified date/time, the pt reported that he developed symptoms of sweating, thirst, frequent urination, and heart palpitations. It is not clear if the symptoms began prior to or after the alleged power issue began; however, it was noted that on the evening of about approximately one month later, the patient was treated with insulin during a visit to the emergency room. The pt stated his blood glucose was "600 mg/dl" when tested with an ER/hospital meter that evening. At the time of troubleshooting, the cca noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet. The pt did request a new battery at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.